Event description:
It was reported that the patient had developed a bruise at the site of pulse generator implant. The pocket was opened and the bruising was addressed. The patients pacing system remained implanted.